Manufacturer narrative:
H.6. Investigation: four sealed 31g x 5mm pen needle samples were returned from lot. No. 8282611, cat. No. 320522. Functionality testing was carried out on all four samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It has been reported that the unspecified bd¿ pen needle has been found experiencing difficulty removing the protective cap before use. The following has been provided by the initial reporter: protective cap can not be removed from the pen.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the unspecified bd¿ pen needle has been found experiencing difficulty removing the protective cap before use. The following has been provided by the initial reporter: protective cap can not be removed from the pen.